Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 5086411/5109871; model/catalog description:infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that following an implant procedure, the patient was experiencing shooting pain down to the left leg. The patient underwent an explant procedure.